Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up appointment, the non-bsc right atrial (ra) lead exhibited pacing impedance measurements greater than 2,000 ohms. Additionally, increased threshold measurements of 4.0v @ 2.0ms were observed. The device was programmed to vdd and operating appropriately. An atrial fracture was suspected, however, not confirmed. To date, no adverse patient effects were reported as a result of this clinical observation. Approximately two years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.